Event description:
Removal of dental impant for non-osseointegration. The clinican identified the reason of removal as failure-to-osseointegrate related to pt bone quality.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted.